Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a black blotchy circle in the middle of the screen. The customer's blood glucose was unknown at the time of incident. The customer sated that the insulin pump was not bumped or dropped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.